Event description:
Over the past few months, the pt had poor pain relief. A few months ago, the pt experienced an overdose (symptoms not provided). The physician was unable to completely fill the reservoir. The pump was replaced. The pt recovered without sequela. The pump was used to deliver compounded baclofen and morphine.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed. The serial number of the device is included in the synchromed ii missing propellant recall and physician communication dated 2008.